Event description:
As reported via the edwards clinical specialist, post deployment of the edwards sapien valve, the patient experienced sinus tachycardia briefly that turned into atrial flutter. After a short period of time, the arrhythmia did not resolve. Six mg of adenosine was administered which did not resolve the event. A second dose of adenosine (6mg) was administered and the patient's rhythm recovered briefly, but then returned to atrial flutter. Finally, a synchronized cardioversion (150 joules) was performed and the patient returned to normal sinus rhythm.

Manufacturer narrative:
Atrial fibrillation/atrial flutter is a common arrhythmia in patients undergoing valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient's disease at some point in the post-operative period. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. According to the device instructions for use (IFU), potential risks associated with the overall procedure and the bioprosthesis include arrhythmias. Rapid pacing is used during valve deployment and can contribute to myocardial ischemia. The retroflex 3 training manual advises the operator to have the emergency crash cart and defibrillator ready and to be prepared to defibrillate. The training manual also advises the operator on how to minimize myocardial ischemia during bav and valve deployment. The exact cause for the reported arrhythmia in this case cannot be confirmed, however, is likely a combination of the procedure itself, and the patient's underlying co-morbidities (i.e. Cad, history of mi, heart failure, valvular heart disease). No additional actions are possible at this time.